Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a dhs hip screw procedure, the screw head sheared off. The screw and plate was implanted as the surgeon was final tightening, the screw head sheared off. The head of the screw was retrieved from the wound. An x-ray was taken to ensure there were no fragments in the patient. The remainder of the screw is still implanted in the patient bone. The surgeon did not attempt to remove the screw and replace it. The surgeon placed cerclage wire around the area with the broken screw head to reinforce the implant. This is 2 of 2 reports for the same event.